Manufacturer narrative:
The customer stated that controls were acceptable both before and after the event. The field service engineer found torn vacuum tubing, causing the cells to overflow. The tubing was repaired, the instrument was decontaminated, and the rinse levels were adjusted. Performance checks and hardware checks were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albumin gen.2 on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an albumin value of 7.18 g/dl. The customer repeated the sample due to receiving a flag on the total protein result which indicated the albumin value was larger than the total protein value. The sample was repeated on a second analyzer and the result was 4.43 g/dl. The repeat value was deemed correct.

Manufacturer narrative:
The albumin reagent lot number was 88110801, with an expiration date of 31-aug-2026. The investigation is ongoing.